Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with an unknown mentor silicone breast implant has experienced generalized illnesses postoperatively. The patient stated that she had breast implants for 12 years, and that she had over 80 different symptoms from them being in her body for 12 years. The patient had the implants removed. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. At the time of this report, mentor has received no information regarding explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).